Manufacturer narrative:
Concomitant medical products: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon attempted to use a aq2010v three piece silicone lens. When the package was opened the lens flipped out of the tray. The lens lid was stuck to the paper ( tray cover). There was no patient contact. A backup lens was used. Unknown if incident was due to a malfunction or user error. No further information.

Manufacturer narrative:
Method: device history record review. Results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue on the product. The returned package (lens tray) was not sticky and the top insert was not stuck on the tyvek lid. Device history record review: after reviewing the complaint file, device history record and performing a root cause analysis, the root cause is not likely related to the manufacturing and packaging process, but there is no direct evidence that leads to the root cause of this complaint. Conclusions: based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).